Event description:
It was reported that the 840 ventilator had a device alert message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue however, was not able to duplicate the reported issue. The se replaced the ai printed circuit board (pcb) and the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) as a precautionary measure. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Corrected following section: "it was reported that the 840 ventilator had a device alert message." To "it was reported that the 840 ventilator had an error code that rendered the device inoperable." Corrected device and evaluation codes.

Event description:
It was reported that the 840 ventilator had an error code that rendered the device inoperable.